Event description:
It was reported that during a ptca/stent procedure in the proximal right coronary artery, the balloon ruptured at 10 atmospheres (above "rbp", and contrary to IFU). The stent delivery system could not be removed due to contrast retained in the elastic membrane, which had expanded proximally. The expanded elastic membrane was then torn with the proximal end of the "doc" wire and removed. The stent was confirmed at the intended site on cine. No pt injury was reported.